Event description:
Pt suffered burn post treatment. No reported injury treatment and/or post injury treatment was reported from the complainant.

Manufacturer narrative:
Complainant didn't provide pads, leads checked o.k., full functional checked was conducted on both channels in all modes. The unit meets all specifications for the outputs of the unit. System control board software revision is 3.4. Muscle stimulator board software revision is 2.1. Ultrasound board software revision is 2.3 laser board software revision is 1.3. As a secondary means of evaluating the device, the engineering tech conducted a 20 min treatment in hv on channel two and a 20 minute treatment in premode on channel one. After the treatments, no burn was reported. Recommend returning to the service department for general product updates and to return to service.